Manufacturer narrative:
The lens was not available for evaluation as it remains implanted. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information a root cause could not be determined.

Event description:
Reportedly about 6 months after the original iol implant in the left eye the patient had an onset of visual issues due to negative dysphotopsia. A secondary surgery was performed to reposition the lens. The surgeon¿s opinion of the likely cause of the event was light reflecting off of the iol. The patient¿s current prognosis is reported to be good.